Event description:
This pt had silicone gel filled breast implants placed nearly 30 yrs ago. Due to pain and discomfort, she now desires them replaced with saline implants. Gross exam: both implants were grossly disrupted and densly adherent to a lap sponge. The name of the MFR is not known to this reporting facility due to the time frame.